Event description:
It has been reported to philips 12l ECG with artifact with interference in all leads (attached photo). Appears when performing ECG on the ambulance stretcher, both stopped and with the monitor on. In monitoring only with limb derivations, no differences were observed.